Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils and separation were able to be confirmed. Based on a visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Sem analysis revealed that the ribbon failure may be attributed to torsional overload. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the mildly tortuous, 70% stenosed, proximal, de novo left anterior descending (lad) artery, the balance middleweight universal ii (bmwuii) guide wire was advanced and crossed the lesion. As the physician was attempting to advance a balloon dilatation catheter over the guide wire, angiography showed the guide wire coil was stretched and tightly wrapped around the wire core. The guide wire was removed from the anatomy. A second guide wire was used in the procedure without incident. It was noted that no resistance was felt during the procedure. The patient final outcome was noted as satisfactory. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.